Event description:
Report received of "freeflow" during product testing. It was reported that the biomedical dept used a 50ml bag of normal saline with the tubing set hung approximately 6ft from the floor on an IV pole as a testing method. The reporter stated that no problems occurred while the tubing was in the pump. When the tubing was removed from the pump, with the cartridge in the open position a "steady drip" of fluid was noted. There was no reported pt involvement. Although requested, no add'l info was provided.